Event description:
During operative hysteroscopy resection uterine polyp and fibroid, resectoscope wasn't working. White cord checked and noted to have burn. Black mark on gold metal tip where it connects to blue adapter.